Event description:
It was reported that "the drill bit broke off in the proximal tibia. Did not notice until saw post of films. Tip is still in the patient about 1.5 inches."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the scrab tech in the hospital and not returned to the manufacturer. Additional information including x-rays and op report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.